Event description:
The product was returned to the MFR with no info. The device registration system indicated that the pt was deceased. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. Foreign material was found in the connector ports. The titanium can, insulation coating and connector block were scratched. Setscrew grommets 1 and 2 were cut. There were cosmetic depressions in the access hole adhesive. The battery was expanded. A good stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, when connected to the cut end of the extension. Final device analysis revealed no significant anomalies for the extension. It was cut thru which was suspected explant damage. The continuity was acceptable. All the multiple conductors and wires were cut. The distal end was not returned. The lead body and insulation was cut thru. The proximal end was intact and undamaged.